Manufacturer narrative:
The following devices were also listed in this report: trident 0° x3 insert 32mm ID; cat # 623-00-32e; lot # 40158601. 32mm std lfit v40 head; cat # 6260-9-132; lot # 40064504. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision involving an exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated damage consistent with explantation. The head was returned assembled to the stem. There is nothing remarkable to note. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. It is evident that the patient was revised as the devices were returned to stryker; however, a reason for revision could not be determined from a visual inspection of the returned implants. The devices appeared to have minor damage consistent with explantation/time spent implanted. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon reported on 21 february patient requiring revision surgery.

Event description:
Surgeon reported on (B)(6) patient requiring revision surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.